Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 42mg/dl and a beeping noise coming from the pump. Troubleshooting assisted customer to understand possible reasons for the low blood glucose. At the end of the call, the customer's blood glucose was 137 mg/dl. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the low blood glucose.